Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to b5. Correction to h6.1 from 473-insulation to 900-pad. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event may have occurred due to the tissue pad being worn out and some parts of it came off because of the ultrasound output, and the gripping part was closed without gripping the tissue (including after the tissue was cut). However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): ·do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ·when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ·when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that after printing, the tissue pad appeared to be warped. It was unclear how many times it occurred after printing. The issue occurred during a therapeutic thoracic surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after printing, the tip of the sonicbeat did not fit properly. The tissue pad appeared to be warped. It was unclear how many times it occurred after printing. The issue occurred during the therapeutic thoracic surgery. The procedure was completed using a similar device. There were no reports of patient harm.